Event description:
Customer's daughter reported finding customer unresponsive and checked customer's blood glucose and received a glucose reading of 200 mg/dl from their freestyle freedom meter. Paramedics were called and they obtained a glucose reading of 25 mg/dl with their hcp meter and treated customer with sugar. Customer was transported to medical center where customer was diagnosed with severe hypoglycemia and treated with sugar.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.